Event description:
A call was received through technical services reporting that the patient presented to the hospital after receiving inappropriate therapy. Oversensing was also noted. Lead impedance had increased from 500 ohms to 1400 ohms. The lead was explanted and replaced. Information was later received from an attorney alleging the "lead failed, which required emergency medical intervention and surgical replacement" of the defective lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis.